Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06902. It was reported that the patient presented for a routine generator change. During procedure, the physician noted insulation wear on the right atrial and right ventricular leads. The physician covered the insulation wear with a suture sleeve and noted electrical values were within normal limits. The patient was stable post-procedure.

Event description:
New information received notes that the patient experienced symptomatic with the longer atrioventricular delays and vip turned off in 2017. High, greater than the upper limit, low voltage lead impedance was observed on ra and rv leads. Ventricular noise reversion and high ventricular rate (hvr) episodes were also noted.